Event description:
Reporter bought the patch about the last week of january and used it at that time. The first one she used was fine, but the second patch gave her 3rd degree burns. It had 2 quarter like sores on either side. She saw her primary care doctor and has been under his care for three weeks. She has been taking antibiotics for 20 days. She has gone to local hospital with a burn center for add'l treatment.